Event description:
Medtronic received information that moderate to severe paravalvular leak (pvl) was observed after this transcatheter bioprosthetic valve was deployed in the targeted location. A post-implant balloon aortic valvuloplasty was performed, which resulted in moderate pvl. A second valve was implanted with trace to mild resultant pvl. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).